Event description:
Procedure: inguinal hernia repair bi-lateral, product: marlex mesh, date of first surgery: 2005, dates of repair surgery: two months in 2007, I had initial surgery for inguinal hernia repair in 2005. There was persistent pain and discomfort from the procedure until the following year, when the problem became suddenly worse. I had a different surgeon perform a repair on each side in early 2007. The original marlex mesh was not replaced during the repairs. Although the level of discomfort was noticeably reduced at first, it returned after 9 months. The pain is now becoming worse. Dates of use: 2005 - present. Diagnosis or reason for use: inguinal hernia.